Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded stored atrial arrhythmia episodes. Technical services (ts) reviewed the device data and determined that the episode appeared sinus-driven with rapid ventricular response (rvr), and oversensed noisy signals were observed. Additionally, pacemaker-mediated tachycardia (pmt) episodes were noted and were terminated by the algorithm. Ts suspected that the noise was due to electromagnetic interference (emi), possibly from a medical procedure. No adverse patient effects were reported. This crt-d remains in service.